Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) battery failing to charge past 50%, despite ample time plugged in. There was no harm or impact to a patient or support.